Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a long run of ventricular tachycardia. The patient coughed out and then experienced atrial fibrillation rapid ventricular response. The patient recovered well. The patient continued on support until the device was successfully weaned.